Manufacturer narrative:
The investigation reproduced the customer's allegation in a virtual environment. When the cobas infinity received a result for a duplicated culture media ID, the cobas infinity assigned the received results to the first culture media found in the database. Therefore, according to the described event, the cobas infinity did not assign any result and the customer had to type the results into infinity. The investigation determined the reported allegation has been verified as a software issue in the cobas infinity.

Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI) (B)(4). The investigation is ongoing.

Event description:
The initial reporter alleged that when a new order was added to a sample in their cobas infinity core software, a new test identifier was not created and the order was associated with an established test identifier. The reporter stated this occurs to 1-2 samples per day and only when adding new tests to a sample in a microbiology vitek2 analyzer. Below is an example provided by the customer: patient's orders: test a: culture medium 1000.0, test b: culture medium 1000.1, test c: culture medium 1000.2, test d: culture medium 1000.3. When the customer adds a new test to this patient, test e, instead of creating the test identifier 1000.4, the cobas infinity assigns the test to 1000.1. Therefore, when the results from the vitek2 analyzer are completed, the results are associated with an incorrect test. The customer confirmed the results from the vitek2 analyzer are manually updated into the cobas infinity core software and all results were reported out correctly.